Event description:
Attorney alleges following implantation, the plaintiff suffered personal injuries, loss and damage. Particulars of injuries include: capsular contracture, breast pain, breast lumps, silicone leakage, autoimmune disease in the form of immune reaction to silicone, interference with the immune system, joint pain, numbness in left arm, photosensitvity, developement of eczema, allergies, night sweats, hair loss, cosmetic damage, anxiety, nervousness and depression.